Manufacturer narrative:
Additional information provided: d.11; correction on h.6 patient code. *************************************************************************** the reported issue that a magnesium infusion programmed for duration of sixty minutes was found to have completed within ten minutes was not definitively confirmed. ¿ a secondary infusion was programmed for duration at 60 minutes but was terminated early with only 37.476ml recorded to have infused from an intended vtbi at 50ml. The reason for the early termination could not be ascertained from the log. ¿ during the infusion there were four interruptions for ail alarms with the cause not obtainable from the logs. ¿ the time of the incident is suspected to have been at 11am hours and not at 2305 hour; the received event log¿s last time recording was at 2:45pm. ¿ the pump module and administration set were not returned for investigation. Device history review: review of the sn(B)(6) service history record showed the device had a manufacture date of 17mar2018. A review of the device service history record was performed beginning from the date of manufacture to the present date /(B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. A root cause for an infusion of the drug magnesium having been found empty prematurely could not be identified. H3 other text : no devices received, log review only

Event description:
It was reported from the outpatient infusion center (oncology profile) that the magnesium infusion was programmed for a duration of sixty minutes; however, the nurse noted the infusion completed within ten minutes. It was then reported that increased vital signs monitoring was performed on the patient and another set of blood work were completed with no adverse changes. The patient was not harmed and did not require additional medications nor transfer to a different level of care.

Event description:
It was reported from the outpatient infusion center (oncology profile) that the magnesium infusion was programmed for a duration of sixty minutes, however, the nurse noted the infusion completed within ten minutes.

Manufacturer narrative:
Additional information provided: h.6.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the outpatient infusion center that the magnesium infusion was programmed for a duration of sixty minutes, however, the nurse noted the infusion completed within ten minutes.